Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced vomiting and a headache after her trial implant procedure. The physician stated a dural tear likely occurred. It was reported the patient had experienced similar symptoms after past surgical procedures related to medication. Follow-up indicated the patient's symptoms had resolved and she would be moving forward with a permanent implant.